Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # y7060k. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the internal components of the support tube were moving forward due to a not good crimp in the support tube, causing the feeding failures. The device was disassembled in order to evaluate the condition of the internal components. In addition, fourteen (14) clips were found inside clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch y7060k number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown breast and endocrine surgery, the clip could not be fed into the jaws even gripped. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.